Event description:
The customer stated erratic hemoglobin results were generated on the cell-dyn 3200 for both quality control and patient samples. Two patient examples were provided. Patient 2 of 2 generated an initial hemoglobin result of 9.8 g/dl. Upon retest a result of 7.9 g/dl was generated. The customer indicated the laboratory uses multiple sources of data prior to reporting results out and that the patient were treated appropriately with no impact to patient care.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.